Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer indicated that due to this they received unspecified treatment from their nurse. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. An extended investigation has been performed. Visual inspection was performed on the returned sensor and did not observe any evidence of misuse or abnormalities. Data was extracted using approved software, and extraction was successful. Performed smu test to check the functionality of the sensor and also check the accuracy of the returned sensor's readings. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending), indicates the sensor moved to a normal operation mode and was fully functional. Returned sensor have electrical current and temperature values within specification, which indicates no accuracy issues were present in the returned puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No abnormal errors were observed during testing. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. No errors were observed during the test which indicates that the error termination was not caused by a product malfunction. Error termination had no impact on sensor functionality and no evidence of a product malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer indicated that due to this they received unspecified treatment from their nurse. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer indicated that due to this they received unspecified treatment from their nurse. No further information was provided. There was no report of death or permanent impairment associated with this event.